Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and wall adapters. Customer reported blood glucose (bg) level was 62 (mg/dl). The customer stated that bg level was not low for them. The bg level was caused by the customer miscalculating the amount of carbohydrates they consumed for their dinner. The customer stated the low was not caused by the pump or pump supplies. Reportedly the customer will continue to use the pump until the replacement pump is received. Customer also has a backup pump available.